Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery while priming a new set. The blood glucose reading was 475 mg/dl. The high blood glucose levels were treated with a manual injection. Advised the customer to rewind the insulin pump, reinsert reservoir, and run a manual prime. The customer states that insulin did exit. The insulin pump was working as designed. Nothing further reported.